Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during a procedure two imf screws broke during insertion. It was not reported any fragments remained in the patient. This is 1 of 2 reports for this complaint.

Manufacturer narrative:
Device used as treatment. Without a lot number the device history records review could not be completed. The device was received and the investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
The raw material and manufacturing papers were reviewed; they were found to be in specification. All features that could be measured met specifications. The fracture face and the visible deformations at the cruciform recess lets us consider mechanical overload led to the breakage. No exact cause can be found. No product fault could be detected.